Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level due to occlusion alarms. The customer attempted to deliver correction boluses to address the bg level and continued to receive the occlusion alarms. Multiple manual injections were administered to address the bg level. Due to the customer's elevated bg level of 608 mg/dl the customer went to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenously delivered fluids and insulin. The customer was released from the ER 9 hours later with a bg level of 200 mg/dl and not feeling very well.